Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) touch frame printed circuit board (pcb), which resolved the reported issue. The ventilator then passed all testing.

Event description:
It was reported that a ventilator experienced a touch screen malfunction. There was no report of patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.